Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient complained the scs system malfunctioned. Reportedly, the charger nor programmer would not connect to the implantable pulse generator. An abbott representative met with the patient and confirmed the generator was not responding to the patient's charger or programmer. The representative tried multiple chargers and programmers with the same result. The generator battery was considered depleted and surgical intervention was taken to replace the generator.